Manufacturer narrative:
No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history review (DHR) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported that a pump was alarming and the screen read no disposable clamp tubing. The pump was stopped but continued to alarm. Reservoir volume was 178.3 ml. Medication was 5-fu. There was no air in the tubing. The pump was turned off, the clamp on the tubing was closed, and the cassette was removed. Bubbles were observed in the tubing that extends across the top of the cassette. The tubing was massaged, the cassette was tapped lightly on a firm surface and the green tab was depressed. The cassette was reattached, the clamp opened and the pump started. The screen read run reservoir volume 178.3 ml. The rate was confirmed. There was no patient injury reported.